Event description:
Customer reported to clinical services specialist (css) on (B)(4) 2015, that a blood leak had occurred on (B)(6) 2014, from a crack in the photoactivation module, so the treatment had to be aborted. Customer advised css that they had not called this in earlier because they attributed the crack to shipping damage of the disposable kit. Patient was reported to be stable. No product was returned.

Manufacturer narrative:
A batch record review of lot b733 was performed; there were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories, photoactivation module leak and damaged parts/components. No trends were detected. A corrective and preventive action was initiated for complaint categories, damaged parts/components and photoactivation module leak and has been closed. This assessment is based on information available at the time of the investigation. There was no product returned for investigation; therefore it could not be determined if this product met specifications based solely on information provided by the customer. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken at that time. (B)(4).